Event description:
Filshie clip applier did not work properly during sterilization procedure. Upon examination of instrument, determined jaws of instrument did not close completely. The question is raised regarding when instrument failure occurred and how many pts whose clips may not have been applied properly and who may be unknowingly fertile.